Event description:
"Physician placing arthroscopic guide, 'tork' was noted and plastic tip broke off guide. A second guide was opened and during placement a snap was heard, the plastic tip had again broken off in pt. Pieces were removed with difficulty." This device is used for treatment.

Manufacturer narrative:
Eval confirmed the clear portion of the shaft at the end of the stainless steel had broken off on both devices. Several stress cracks were also noticed up and down the remaining portion of the plastic shaft on both devices. Intial info provided indicates the surgeon was prying on first device. This device is a guide for the drill and should not be used to move tissue or to be pried on while in the joint space. This event was attributed to misuse.